Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device.

Manufacturer narrative:
During quality investigation testing, the complainant's complaint was confirmed; the device exceeded the maximum allowed temp rise. Further investigation revealed a damaged rotor, drive shaft and motor housing. Corrosion damage to the motor cartridge was identified as the primary cause of failure. The faulty parts were replaced and preventative maintenance done. The device was repaired, cleaned, lubed, adjusted and returned to the customer.